Manufacturer narrative:
(B)(4). The customer returned one loose clip with the lid stock from a cartridge 544240 hemolok l clips 6/cart 84/box for investigation. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip appeared used as there is biological material present on the clip. The applier was not returned. Functional inspection was performed on the returned clip. A lab inventory clip applier was used. The clip was manually loaded into the jaws of the applier. The clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clip. The IFU for this product, l06110 was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of being "unable to ligate" with the clip was not confirmed based upon the sample received. Upon functional inspection, the clip was able to properly load into the jaws of the lab inventory applier and close onto over-stressed surgical tubing. Since no functional issues were found with the returned clip and the applier was not returned, the reported issue could not be confirmed. No further action will be taken.

Event description:
It was reported that the user was unable to properly ligate with some of the clips in the cartridge. Therefore, a new unit was used. Some clips fell in the patient and all were retrieved.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to properly ligate with some of the clips in the cartridge. Therefore, a new unit was used. Some clips fell in the patient and all were retrieved.